Event description:
It was reported that this device was beeping. An explant alert was triggered and the device reached the elective replacement indicator (eri). At this point there is evidence, according to sales representative, suggesting that the device was not experiencing a normal battery depletion. The device was explanted at a surgical procedure. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was beeping. An explant alert was triggered and the device reached the elective replacement indicator (eri). At this point there is evidence, according to sales representative suggesting that the device was not experiencing a normal battery depletion. No adverse patient effects were reported.